Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after getting off of an airplane. The customer's blood glucose level was high and was addressed with an injection of insulin. There was a temporary delay in clearing the alarm and resuming insulin delivery.